Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: the staples only formed on the proximal end of the tissue staple line. Doctor had to resect 1cm to 1 1/2 cm of tissue then over sew to secure the area. The case was extended by more than 30 minutes. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).